Event description:
Additional information was received from the patient. They reported that they are having trouble with their bladder stimulator since last year. They have tried increasing stim but then it causes pain and a burning sensation in their vagina lip. It usually depends on the position they are in but the pain had them up most of the night last night. If they move their leg a certain way, they feel the burning. The patient also mentioned if they lean up against a wall they get pain in the vagina as well. The patient stated last summer they also noticed the implant got very hot. The doctor checked it and everything appeared to be fine. Troubleshooting was unable to be performed as after discussing further, the patient report they have already tried switching programs as well and the same issue continues. They may possibly have spinal stenosis which also may be causing the bladder issues and they want to do an MRI but can't. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their ins was getting warm and that the night prior to the call it was getting ¿warmer and warmer¿ so the patient shut it off for a short time and it was still warm but not as bad. The patient reported they then turned it back on and that on the morning of the call it was still quite warm and the patient has turned it down lower. The patient was redirected to follow up with their healthcare physician (hcp) to report and resolve the symptoms. There were no further complications reported.